Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, when attempting to load the clip, the medium-large clip applier instrument would not hold the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected prior to use with no noted damage. The instrument loaded fine. When trying to clamp onto the vessel, the clip applier would not close enough to adequately close the clip on the vessel. The type and size clip used was a medium-large weck. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU) literature. The first clip application worked without issue. The clip application event occurred on the second clip application attempt. The surgeon used another clip applier to resolve the issue. There were no photos or videos of the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the reported complaint. The instrument was found with one grip bent. As a result, the clip could not be properly loaded on the grips. Functional clip test was not performed due to the clip grip damage. Additional observations not reported by site: signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. The instrument was found to have dried residue around the clamping pulley cable groove.